Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause the belt receptacle canl wire was reading as open. The root cause for open canl wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.